Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow was observed in a large volume infusor. This occurred after the device had been filled with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. The sample was visually inspected and a flow test was performed. The reported condition was not confirmed; flow was observed at the distal luer. Should additional relevant information become available, a supplemental report will be submitted.